Event description:
Patient called stating "ever since I had it [pacemaker implant] done. I felt faint, I felt a pain in my chest, a faint pain to the left side of my chest bone that feels almost like a twitch. It's not comfortable. I got lightheaded and went to the ER and everything checked out and was okay with the valve so the doctor said, 'maybe there is something wrong with your pacemaker'". This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).